Event description:
Account reports that they had several sodium results that were initially low and were higher when repeated. The incorrect results were not used to guide pt therapy. The field service rep was unable to determine a cause for the discrepant results.